Event description:
Patient underwent mesh implant procedure in early 2004 for repair of right inguinal hernia. Patient report of mesh infection, antibiotic therapy, mesh failure (non-specific), stomach pain and some minor bleeding from incision site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.